Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found the anchor was deformed and cracked. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case: (B)(4).

Event description:
It was reported that, during an unspecified procedure, when the twinfix's package was opened, it was found the anchor cracked. The procedure was completed with a smith and nephew backup device. There was a delay of less than or equal to 30 min. No patient injury or other complications were reported.